Event description:
A healthcare facility in (B)(6) reported that the adjustment knob on an iw930afu cosycot infant warmer is not working properly. The healthcare facility also reported that the power fail alarm does not work when they unplug the infant warmer from the power supply. The healthcare facility advised that they observed the reported faults during a maintenance check with no patient involvement.

Manufacturer narrative:
(B)(4). The customer has advised that the unit is not available for return to fisher & paykel healthcare. Fisher & paykel healthcare has requested a service report from the customer. We will provide a follow-up upon receipt of the service report and completion of our investigation.